Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when filling diffuser pump with syringe, medication leaked with a bd syringe 50 ml perfusion. The following information was provided by the initial reporter, translated from french to english: this syringe was used to fill a chemotherapy diffuser pump (whereas we usually use another type of syringe, 60 ml capacity). In this diffuser filling situation, we place the piston at the bottom against the bench and press up and down to fill the diffuser. This caused the product to flow back through the piston.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1902205, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1902205 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that when filling diffuser pump with syringe, medication leaked with a bd syringe 50ml perfusion. The following information was provided by the initial reporter, translated from french to english: this syringe was used to fill a chemotherapy diffuser pump (whereas we usually use another type of syringe, 60 ml capacity). In this diffuser filling situation, we place the piston at the bottom against the bench and press up and down to fill the diffuser. This caused the product to flow back through the piston.